Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-05952. It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous middle to distal right coronary artery. After a non-bsc guide wire had crossed the lesion despite difficulties delivering, a 2.5x15 emerge balloon catheter was also advanced with difficulties and pre-dilation was performed. A 5.5 fr non-bsc guide extension catheter was then used to deliver a 3.00 x 32 synergy¿ drug-eluting stent (des). However, the stent became stuck in the collar part of the guide extension catheter. The stent delivery system (sds) was removed and the mounted stent was found to be stretched. A 2.75 x 28 synergy¿ des was then attempted to advance over the guide wire; however, the mounted stent was also found to be stretched. The procedure was completed with a 3.0 x 28 synergy¿ des. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the crimped stent found that the stent was stretched distally, from row 22 up to end of stent. Distal stent struts were elongated covering the distal markerband. A guidewire was inserted through the port site entry and passed through to distal tip with no issues. The stent protector was not returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a shaft polymer extrusion kink at 96mm proximal of port entry site. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2016-05952. It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous middle to distal right coronary artery. After a non-bsc guide wire had crossed the lesion despite difficulties delivering, a 2.5x15 emerge balloon catheter was also advanced with difficulties and pre-dilation was performed. A 5.5 fr non-bsc guide extension catheter was then used to deliver a 3.00 x 32 synergy drug-eluting stent (des). However, the stent became stuck in the collar part of the guide extension catheter. The stent delivery system (sds) was removed and the mounted stent was found to be stretched. A 2.75 x 28 synergy des was then attempted to advance over the guide wire; however, the mounted stent was also found to be stretched. The procedure was completed with a 3.0 x 28 synergy des. No patient complications were reported and the patient's status was good.